Event description:
It was reported that during a da vinci-assisted hiatal hernia paraoesophageal surgical procedure, the 30-degree endoscope plus was observed by the customer to have flipped upside down and was not following commands. The customer had to reseat the 30-degree endoscope in order to reorient the image to the correct way. The 30-degree endoscope was installed on the universal surgical manipulator 2. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse went on-site and could not replicate the problem. The fse suggested to return the endoscope for evaluation if needed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi did not receive the endoscope involved with this complaint to perform failure analysis.